Event description:
It was reported that a patient underwent a breast augmentation with mentor memorygel xtra breast implants 335cc and experienced patient dissatisfaction with the procedure outcome post-operatively. As a result, the patient underwent device removal on an unspecified date. This report is for the first of two devices. See manufacturer report number 1645337-2023-13590 for contralateral side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. A photo of the device was returned for evaluation. The evaluation was completed on (B)(6), 2023. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Health effect - clinical code e2402: patient dissatisfaction. Reason for device explant and/or reoperation: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 4, 2024, additional information was received indicating the patient underwent device removal on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 8, 2024, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the patient identifier and date of birth were identified and populated in the appropriate fields. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth high profile xtra 335cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).